Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a high blood glucose of 482 mg/dl. Customer corrected with a manual injection. Caller stated that the pump was not delivering insulin. Troubleshooting was performed and the time and date were incorrect. Caller was assisted with correcting as the pump time was off about 9 minutes. Caller performed the high pressure test and the pump passed. Caller was advised that the pump was working as designed. Caller was also advised to do a complete set change.